Event description:
Caller reported the ibc dropped 100% dropped to 85% in a short period of time. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.